Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker depended patient presented in clinic for device check. It was noted that the left ventricular lead had dislodged, exhibited increased thresholds and had high outputs since june. Patient had been only right ventricularly paced since the dislodgement which resulted in worsening of heart failure symptoms. It was noted that the atrial lead and right ventricular lead exhibited a sensing issue causing pacing inhibition. Patient experienced weakness, malaise/fatigue, headaches, and shortness of breath. Patient presented to the operating room on (B)(6) 2017 for lead repositioning procedure. The procedure aborted due to vein stenosis. Patient presented to the operating room on (B)(6) 2017 and patient's atrial, right ventricular, and left ventricular leads were extracted and replaced. Procedure completed with no complications. Patient was being monitored post procedure.